Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided with this report. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. A sample was not available for evaluation and therefore a root cause analysis could not be conducted. Based on previous evaluations for similar reports, the potential root cause may have occurred during product use. According to the instruction manual, the failure mode could occur during the medical procedure of insertion. The insert manual indicates that this product is for enteral feeding only and is indicated for the administration of nutrition, fluids and medications by the naso-enteric route for patients who have an intact gastrointestinal tract but are physically unable to manage nutritional intake through normal mastication and deglutition. In the warning section it is stated that an adverse effect like pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution, this device should only be inserted by a trained clinician. The process is running according to product specifications meeting quality acceptance criteria. The production personnel were notified about the reported condition. Based on the information provided, a corrective action is not deemed necessary at this time. We will continue monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding tube. The customer states that the tube is going into the lungs instead of the stomach. The one incident involved a penetration through the pleural space. A chest tube was placed to treat the pneumothorax. However, the patient was confused and pulled it out after only a few hours and it was not replaced. The patient did go to rehab shortly after this and no long term harm. The customer states it is difficult to know what caused it.